Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury the following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a retropubic mid-urethral sling placement, cystoscopy, excision of vaginal graft erosion and vaginal graft revision procedure performed on (B)(6) 2016, for the treatment of stress incontinence with hypermobility and pain from left arm of existing mid-urethral sling. Throughout the surgery, no complications were reported. In addition, excellent hemostasis was observed. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.